Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported condition of the pump not infusing was not reproduced. A flow rate accuracy test was performed, and there were not issues noted. The pump was able to successfully infuse. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused during infusion. It was observed that the bag of medication was emptied with two hours left on the expected therapy time. This issue occurred during delivery in the general ward department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.